Event description:
Patient underwent bilateral orchiopexy. Surgeon was using a cautery to control hemostasis to the left testicle. Approximately two centimeter long burn was noted by the surgeon in the middle portion of the cord. The testicle appeared viable and the rest of the surgery was continued without incident. Patient was discharged home later that day.